Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2007. Subsequently, patient is experiencing loosening of the acetabular component, migration, and fluid. There has been no reported revision procedure to date. A review of the invoice history confirmed the initial surgery date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity."